Event description:
Spontaneous communication received from dr. (B)(6) at university of (B)(6) on behalf of dr. (B)(6) who is patient's pah md. Dr. (B)(6) reported patient was admitted on wednesday (B)(6) 2023 due to remunity pump issues. Patient contacted md office on (B)(6) 2023 reporting fatigue, shortness of breath and hypoxia and also having remunity pump issues. Dr. (B)(6) did not know the specifics of the pump issues patient was experiencing. Pah md office advised patient to go to the hospital which they did. Patient was at maintenance dose 100.78ng/kg/min, pump rate 26ul/hour using 2.4ml remodulin 10mg/ml every 70 hours via remunity pump. Patient was admitted and switched from remunity to IV remodulin therapy at dose 101ng/kg/min. Patient became very symptomatic at that dose, so they reduced to dose 80 ng/kg/min. Dr. (B)(6) confirmed patient is currently on remodulin IV dose 80 ng/kg/min and is currently admitted. Not provided. Per pharmacy dispensing system the following are checked out to patient: (B)(6)/no due dates. Sub-c remunity self-fill patient currently on IV remodulin while hospitalized. No further information. Patient started using remunity device (B)(6) 2023. Per dr. (B)(6), patient has been on subcutaneous remodulin since 2012 and was doing great on the ms3 pump. Since patient was switched over to remunity pump, patient has been experiencing on going issues with the pumps and thinks it¿s more of a remunity pump issue and not patient user issues. Dr. (B)(6) is requesting to see if patient can be switched back over to ms3 pumps. No further information. Length of hospital stay is ongoing, anticipated discharge date unknown. Pharmacy troubleshooting was not done. Unknown if patient had interruption in therapy due to product complaint. Is malfunctioning device available for return yes. Was device replaced no. The suspect device serial number was reported to (B)(6) by: health professional.